Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium tanks were showing empty when they are not. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer (fse) stated that the customer called back to cancel the service call, since their helium tanks were empty. Evaluation cancelled by customer